Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that insulin pump had the blank display. The blood glucose at the time of the incident was 263 mg/dl. The customer was assisted with troubleshooting. The device will be returned for analysis.